Event description:
Lawsuit alleges the pt underwent a 360 degree fusion with a bone stimulator in 2000. In 2001 the pt received a pain injection. The next day the pt suffered an aspiration of vomitus and being unable to clear their throat or air passages the pt died from a cardiopulmonary arrest. The lawsuit further alleges the risks were not communicated properly to the pt by the MFR. A follow-up report will be sent when add'l info is received.